Manufacturer narrative:
B3: estimated as 10/23/2023 as the published date for the article is noted to have been presented as an abstract at tct, october 23-26, 2023. Literature citation: kapadia sr, krishnaswamy a, whisenant b, et al. Concomitant left atrial appendage occlusion and transcatheter aortic valve replacement among patients with atrial fibrillation. Circulation. 2024;149(10):734-743. Doi:10.1161/circulationaha.123.067312

Event description:
It was reported via journal article that serious injuries occurred. The following event was obtained via a retrospective article following 177 patients who underwent a transcatheter aortic valve replacement (tavr) and left atrial appendage occlusion (laao). The patients were implanted with the watchman 2.5 device per the instructions for use and were treated with warfarin and aspirin for 6 weeks after the procedure. All patients underwent tavr first and then watchman procedure was performed. Transseptal puncture was performed after the tavr was completed when patients were on anticoagulation. After 6 weeks, the plan of care followed watchman 2.5 labelling including 6 months of dual antiplatelet therapy. 4 patients who underwent a left atrial appendage closure procedure and received a watchman 2.5 closure device experienced a moderate or large pericardial effusion during the procedure, and 2 patients experienced a residual leak of >/= 5mm. Of the 177 patients, at the 2 year time point, 10 patients experienced a stroke, 35 major bleeding, 10 ischemic stroke, 16 arterial or venous thrombosis or embolism and 18 were hospitalized related to the watchman procedure or device.